Event description:
A report was received via social media that the patient was experiencing undesired sensation when the device is on. The patient underwent an explant procedure. No further information could be obtained.

Manufacturer narrative:
Additional information was received via social media post that the scs device zapped the patient every time he sneezed and the patient could only used it when sitting still.

Event description:
A report was received via social media that the patient was experiencing undesired sensation when the device is on. The patient underwent an explant procedure. No further information could be obtained.